Event description:
It was reported that (2) devices were used during a laparoscopic procedure. It was reported by the affiliate that the ems instruments do not fire after 2-3 times. Another instrument was used to complete the case. There was no consequence to the pt.